Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview 6, a flame came up at the bipolar branches. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the tip of the shaft was charred and very bloody. A functional test was performed on the device with a reference generator and bipolar cord. The device failed the functional test. Based upon this, the reported failure, "device remains activated" was confirmed. (B)(4).